Event description:
It was reported that the bd alaris lvp experienced defective tubing. The following information was provided by the initial reporter: we have discovered defective alaris pump infusion tubing set.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris lvp experienced defective tubing. The following information was provided by the initial reporter: we have discovered defective alaris pump infusion tubing set.

Manufacturer narrative:
Investigation summary: a complaint of four instances of tubing being defective out of packaging was received from the customer. Four unused samples were received for investigation. Through visual inspection, the customer complaint was confirmed. All four sets were separated at the same location. Separation was seen at the safety clamp and the tubing below the safety clamp. No damage was seen on the tubing. No traces of solvent were present on these sets of tubing. A device history record review for model 2420-0007 lot number 22055745 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. Further investigation was performed and the root cause for the separation was determined to be a lack of solvent added to the connection site. The reported failure mode has been addressed by the manufacturing plant. A quality notification was issued and corrective actions have been completed. The material process was reviewed and a work order was created (B)(6) 2022 to fix the solvent dispenser and verify solvent dispensers performance. This incident has been added to our database of reported incidents.